Event description:
Baxter (B)(4) received a report of an intermate that did not flow. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of blockage in the delivery tubing or the bladder that could have caused the reported condition. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite an attempt of forced prime. Microscopic examination revealed that there was excess solvent at the bonding junction of the tubing and the distal luer post. The root cause was undetermined. A quality alert training for the operators was issued to correct the problem. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. If additional relevant information becomes available a follow-up will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.